Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm experienced elevated blood glucose (bg) levels; however no specific bg value was provided. Customer delivered a manual injection to treat bg levels but was subsequently hospitalized on (B)(6) 2016 for diabetic ketoacidosis. Customer was released from hospital on (B)(6) 2016. Although requested, customer would not provide any additional information on the reported event.